Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had more pain on (B)(6) 2018 even facette did not help. An examination was performed. The event resulted in an unscheduled clinic or office visit. It was decided to explant the entire device system and not replace it on (B)(6) 2018 because the patient has less/no efficacy of the system. It was noted that the patient has to do an MRI but has to have the system explanted for it. Etiology indicated the relationship of the event to the device, therapy, and implant procedure as not related, but was related to the need to have an MRI. The outcome was resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the loss of efficiency was gradual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.